Event description:
Patient was scheduled for a dilatation and curettage and endometrial ablation. The novasure device was loaded and enabled. The endometrial device failed during the testing of the uterine cavity. The device was unable to perform the co2 assessment. The endometrial ablation was unable to be performed. One of 2 devices, both failed.